Event description:
It was reported that an intraocular lens (iol) was repositioned due to patient was unhappy with vision in the left eye (os). Vision had deceased for distance and near. There was no specific onset date noted in the chart. During evaluation, the lens had dislocated and one haptic was in the bag while the other haptic was in the sulcus and lens decentered. The lens was repositioned on (B)(6) 2021. There was no patient injury. There were no vitrectomy performed, no incision enlargement required, and no other medical or surgical intervention reported. The patient is doing good post-operatively. No other information was provided.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted that the lens had dislocated and not that the haptic detached. Therefore, this supplemental filing is to correct the comment initially entered in section h6: medical device problem code: 1261 haptic detached is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.